Event description:
It was reported that pump experienced malfunction alarm with code ¿malf 12¿ and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, and technical support provided pump reset instructions. Customer was able to resume insulin therapy.